Event description:
Procedure performed: exploratory laparotomy, lysis of adhesions, enterotomy repair with a right hemicolectomy, and small bowel repair. Event description: user reports thermal spread and bowel injury occurred while using eb240 during initial procedure. Nurse did not perceive any product issue at this time. Patient returned to hospital after more than two weeks post-treatment and underwent second case consisting of exploratory laparotomy, lysis of adhesions, reduction of internal hernia and closure of abdomen. Patient discharged a few days later. Additional information received on 16mar2023 via medwatch mw5115529 (entered by applied medical rep): patient return to the operating room for small bowel injury. Additional information received on 23mar2023 via email from applied medical account manager (entered by applied medical rep): "patient went in for initial surgery on (B)(6) 2023 for exploratory laparotomy lyss of adhesions, enterotomy repair right hemi colectomy. Thermal spread caused damage to to small bowel (ileum) and small bowel repair with anastomosis was performed. The patient remained in hospital and returned to the or on (B)(6) 2023, due what they believed was a bowel obstruction. A lyss of adhesions, reduction of internal hernia, and closure of abdomen was performed. Contact stated that the return visit stemmed from the first case and injury." Type of intervention: patient underwent second case consisting of exploratory laparotomy, lysis of adhesions, reduction of internal hernia and closure of abdomen. Patient status: bowel injury occurred after initial procedure. Patient discharged after follow-up procedure.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical¿s instructions for use (IFU) states, ¿warning: during device activation, average thermal spread is approximately 1.3mm beyond the seal site. To prevent unintended thermal injury, care should be taken around structures in close proximity to the jaws and during surgical procedures occurring in confined spaces.¿ the IFU also states, ¿warning: after device activation, keep the jaws of the device away from adjacent tissue as the jaws may remain hot enough to cause burns.¿ applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This report is to follow up medwatch # mw5115529. A correction was made to g2 to include the medwatch number.

Event description:
Procedure performed: exploratory laparotomy, lysis of adhesions, enterotomy repair with a right hemicolectomy, and small bowel repair event description: user reports thermal spread and bowel injury occurred while using eb240 during initial procedure. Nurse did not perceive any product issue at this time. Patient returned to hospital after more than two weeks post-treatment and underwent second case consisting of exploratory laparotomy, lysis of adhesions, reduction of internal hernia and closure of abdomen. Patient discharged a few days later. Type of intervention: patient underwent second case consisting of exploratory laparotomy, lysis of adhesions, reduction of internal hernia and closure of abdomen. Patient status: bowel injury occurred after initial procedure. Patient discharged after follow-up procedure.

Manufacturer narrative:
The event unit will not be returning to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.